Event description:
Triple lumen in rt subclavian vein. Pt became acutely hypotensive and hypoxic. Nurse found one lumen disconnected from suture anchor. Bleeding from this site. Triple lumen replaced. No pneumothorax on x-ray.